Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface could not be inserted into the tibia component properly.

Manufacturer narrative:
The complaint is considered confirmed as the returned device is damaged and the state of the locking mechanism would not permit its mating with an appropriate tibial component. DHR was reviewed and no discrepancies were found. The likely condition of the part when it left zimmer biomet control is considered conforming based on the returned part and DHR review. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.